Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the device failed internal leakage test with message 'system volume too small' during pre-use check. The device was checked. The nozzle unit on o2 gas module was found damaged and has been replaced to solve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. Provided photo confirmed physically damaged feather spring in the nozzle unit. According to the information from the technician the preventive maintenance kit was not replaced during the preventive maintenance service. Root cause analysis has been conducted based on the collected information. Our conclusion is that the replaced part was the cause of the failure. The root cause of the issue is related to user preference issue, as customer is aware about the recommended service schedule, however omits it due to too high cost.

Event description:
Manufacturer's ref. #: (B)(4).